Event description:
It was reported that during the procedure the subject flow diverter stent twisted in the second fourth section. The operator tried to re-sheath it 3 times but the twist did not get resolved. It was concluded that during the first attempt to re-sheath the stent too much force was applied, which damaged the stent. The operator removed the stent to check if it was recaptured correctly and it could be seen that the hypo tube was not damaged but there was a thrombus in the twisted segment of the stent. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. D4 gtin - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information was requested but was not received to date. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event: 'patient vessel thrombosis' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during the procedure the subject flow diverter stent twisted in the second fourth section. The operator tried to re-sheath it 3 times but the twist did not get resolved. It was concluded that during the first attempt to re-sheath the stent too much force was applied, which damaged the stent. The operator removed the stent to check if it was recaptured correctly and it could be seen that the hypo tube was not damaged but there was a thrombus in the twisted segment of the stent. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.